Manufacturer narrative:
A visual examination of the returned complaint device revealed no defects; the balloon looked normal. A functional analysis was performed by connecting the device to the alliance inflation system. The balloon was inflated without problem and no leaks were observed. It was noted that the balloon deflated without problems. Based on the evaluation of the returned device, the reported defect is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon was able to be inflated well without any issues; however, difficulty was experienced when the balloon was being deflated. The balloon was able to eventually be fully deflated. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon was able to be inflated well without any issues; however, difficulty was experienced when the balloon was being deflated. The balloon was able to eventually be fully deflated. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.